Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a lavh, bso, ams, mini arc sling, and an intepro implant. It was reported that following insertion the patient experienced infection, urinary, and other problems. It was reported that patient underwent extensive vaginal mesh excision and sling removal on (B)(6) 2012 due to dyspareunia, and vaginal mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.